Event description:
It was reported that atrial lead exhibited less than 200 ohms impedance on (B)(6) 2010. The patient presented for radiation therapy on (B)(6) 2010, at which time the atrial lead impedance was normal.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.